Manufacturer narrative:
A partial lead was returned for investigation. Visual examination revealed damage to the lead, which was consistent with the explant procedure. Electrical testing was performed and no discontinuities or shorts were noted on the conduction pathways. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
During follow up, right ventricular (rv) lead damage was noted. A portion of the lead was explanted, the remaining portion was capped and a new rv lead was implanted. The device was changed as well due to a system upgrade. The patient was in stable condition.